Event description:
The customer reported an 'x-rays disabled' error message was displayed. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer found ac power plug loose. The power plug was reseated. A ge service representative performed an onsite investigation. The reported issue was not duplicated. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.